Event description:
A 2.38 rotoblator burr was packaged in 02.0 rotoblator burr package. Label discrepancy discovered after burr advanced through guiding catheter. The md elected to continue with 2.38 burr, and finished atherectomy. The md stated that the procedure was successful with no complications.